Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 300-502 mg/dl. The customer alleged that the insulin was old which caused elevated bg. A manual injection was administered and a supply change was performed to address bg. System check with tandem technical support confirmed that the pump and supplies were functioning as intended; however, the customer maintained that the insulin was old. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer continued using the pump for insulin therapy.